Manufacturer narrative:
Customer reported that it was found that the device touched to the iris after the surgery . No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. A sample was not returned as the device has remained in the eye. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, device touched to the iris one day postoperatively. There was no reported harm to the patient. The device remains in the eye. The patient experienced postoperative hypotony. Needling was performed one month and three months postoperatively. Additional information was requested.